Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, arjo received information about an incident related to the standing sling and the sara plus floor lift. The issue occurred in (B)(6). It was reported whilst performing a physiotherapy on a patient, the patient was lowered down on the sara plus so that they could sit on the akron couch. Once the transfer was performed, the patient complained of sling causing her top to ride up and asked for it to be adjusted. During adjustment of the sling, the patient leaned forward and applied weight to the sara plus causing that the lift suddenly moved forwards. In result, the patient suddenly dropped and had to be supported by the trainee physiotherapist and the standing sling. The patient being startled and sustaining a sore. Neither medical invention was needed.

Event description:
On 20 apr 2018, arjo received information about an incident related to the patient handling system: standing sling and the sara plus floor lift. The issue occurred in moseley hall hospital (birmingham, UK). It was reported that during physiotherapy, the patient was lowered down into the arjo akron couch with the use of sara plus device. Once the transfer was performed, the patient complained about discomfort and asked for the sling adjustment. During adjustment of the sling, the patient , leant forward and leant against the sara plus causing sudden movement of the device. As a consequence, the patient lost the body weight balance. Support of the trainee physiotherapist and the standing sling was needed. The patient was startled and suffered a sore. Neither medical intervention was needed.

Manufacturer narrative:
On 20 apr 2018, arjo received information about an incident related to the patient handling system: standing sling and the sara plus floor lift. The issue occurred in moseley hall hospital (birmingham, UK). It was reported that during physiotherapy, the patient was lowered down into the arjo akron couch with the use of sara plus device. Once the transfer was performed, the patient complained about discomfort and asked for the sling adjustment. During adjustment of the sling, the patient , leant forward and leant against the sara plus causing sudden movement of the device. As a consequence, the patient lost the body weight balance. Support of the trainee physiotherapist and the standing sling was needed. The patient was startled and suffered a sore. Neither medical intervention was needed. During a visit at the customer facility, it was clarified that the lift moved forward as the rear castors brakes unlocked. As per design, the rear castors are equipped with brakes which can be foot operated if required to keep the sara plus in the intended position. Upon arjo inspection, it was established that the brakes did not work as intended. When a load was applied and the lift was moved - the breaking mechanism released. This malfunction was caused by the worn of the castor's internal locking mechanism. At the time of the event, the involved device was over 9 years old and was subjected to wear and tear during this time. To ensure that the product remains within its original manufacturing specification, the device's owner is obligated to maintain the device according to the instruction for use (IFU kkx52180m-en rev.2) at regular intervals. As per IFU the owner of the device is obligated "check that the lifter can be propelled in a normal manner, making sure that the castors are quite free in their movement, as clogging by hair and fluff can occur, also check that the tread of the castor is not damaged." It is also noted that "with regular use the following items are subject to wear: (...) Castors. These items must be regularly checked as described previously, and replaced as necessary." If any problem occurs, the device should be excluded from use until will be repaired. There is a very low possibility of any potentially risky situation to occur if the device's owner follows every guideline given in the device IFU. When reviewing similar reportable events registered in the last 5 years, we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. The sara plus device was being used for resident transfer when the event occurred. The braked castors did not hold the device in place, so the lift was not operating according to the manufacturer's specification at the time of the event. It was confirmed that after castors replacement, the brakes worked correctly and the device was released for further use. This complaint decided to be reportable in regards to reported sequence of events that pose a resident at risk.